Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
Product was not returned to manufacturer for investigation.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in canada. Manufacture date not provided or identifiable.

Event description:
A consumer reported that the philips one power toothbrush caught fire while charging. No injury or property damage was reported.